Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
An episode of non-sustained ventricular tachycardia was noted during follow-up. Inadequate therapy was ruled out upon review of the session records. The device operated as programmed. The issue was resolved with device reprogramming, and the patient was stable.